Event description:
It was reported that the insulin pump had keypad anomaly. Customer's blood glucose was 154 mg/dl. Customer stated the numbers kept scrolling up on the insulin pump without her touching the keypad. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scrolling during our testing. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.